Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the pump was returned with moisture under the display lens. Due to moisture damage, the pump powered on to a blank display screen and no functioning vibratory features. The leak test failed due to a display lens leak. The pump was opened and moisture was found inside the pump.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.